Event description:
"I work on a palliative care ward where we use these cannulas very frequently. Recently, however, the following problem has occurred occasionally: initially, there was resistance when applying medication. Shortly afterwards, the cap on the opposite side came loose and the liquid leaked out. In these situations, it was no longer possible to clearly determine how much medication had actually been administered. In one case, this led to an excessively high dose being administered according to the syringe. When did the incident occur? During use short description resistance during application, medication escaping at another location".